Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the keyboard assembly. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator keypad was unresponsive. The ventilator was not in use on a patient at the time of the reported event.